Event description:
During an orif (open reduction and internal fixation) of the left hip, guide wire was passed down the canal. A stryker reamer was passed over the wire, the reamer head broke off in the canal. A synthes reamer was then passed over the wire and the interlocking reamer head came off in the canal. Both heads retrieved. Xray confirmed no metal pieces left behind. Synthes sales rep notes root cause was excessive force and the wrong size guidewire was being used by the physician.